Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the keypad was not responding. The customer¿s blood glucose level was 356 mg/dl. The buttons were suddenly start working after a few minutes of troubleshooting. The time was advances. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at act, up arrow and down arrow button due to unlocked connector on lcd board noted.